Event description:
Caller reported an issue with a cgm error 42 related to their pump. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to place the pump into storage mode and return it to tandem using a pre-paid label within 10 days while they continued using their current pump.